Event description:
It was reported that the 9800 system had a filament regulator failure, charger failure error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was confirmed. The filament was calibrated. The battery and transformer were replaced with non-oce equipment by the hospital med-tech. The system was found to be working as intended and put back into service.